Event description:
It was reported that the health care professional (hcp) wanted to review stored atrial tachy response (atr) episodes as they had suspected possible loss of capture on the right ventricular (rv) channel. Upon review, boston scientific technical services (ts) determined that the atr episodes were inappropriately stored and mode switching due to noisy signals being oversensed on the right atrial (ra) channel. It was noted by ts that once the device did not sense the noise on the non-boston scientific ra lead, it was noted that this non-boston scientific right ventricular ( rv) lead exhibited pacing inhibition as a result of waiting for an atrial sensed event to occur at the lower rate limit (lrl) to time out and deliver an rv paced beat as a result of normal device design operation. The device detected an atrial sensed event and resumed left ventricular (lv) pacing. During the atr mode switch, the device will bl-ventricular pace instead of programmed lv only pacing. At this time, the product remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).